Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd insyte¿ IV catheter. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was found in the bd insyte IV catheter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
3 photos were returned for investigation. Fm was observed in the returned photos. 1 actual sample in opened packaging was returned for investigation. The sample was subjected to visual inspection. Embedded orange particle was observed in the needle cover of the returned sample. The orange particle was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the particle had no good match, but had best matched with protein and polysulfide-based material. Polysulfide is a class of polymers with alternating chains of sulfur atoms and hydrocarbons. Most proteins will have similar spectrums. Thus, it is difficult to ascertain which particular type of protein was detected. The orange particle was found embedded in the needle cover. The needle cover was produced by the supplier. DHR review of packaged needle batch 4296290 catalogue number 381211 and its assembled needle batch 4297157 catalogue number 8301319 shows no quality notification was raised for similar nonconformance during the production of this batch. There was a corrective action (B)(4) to implement a vacuum suction method to transfer the virgin material into the material tote with cover and seal to minimize the exposed area to prevent any foreign material to drop in. The affected batch was produced before the implementation of the above corrective action.